Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation poor sensing and high capture thresholds due to lead fracture oversensing on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.